Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing came apart at the site location while the patient was sleeping/going to the bathroom a day after the insertion. The site location was left and right side of patient's abdomen. The pump was sometimes located on the same side or on the opposite side in relation to the site. Reportedly, the infusions were stored at home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.